Manufacturer narrative:
Of the 19 allegations of a malfunction, 14 pumps were returned to animas and investigated. Of the investigated pumps, 3 were found to be malfunctioning due to cracked solder pin, and a piezo contact alignment failure. During investigation for unrelated complaints, there were 5 additional failures found. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 19 malfunction events. A review of the events indicated that the one touch ping model pump experienced a audio issue. These reports were received from various sources. The patients associated with this allegation ranged from 8-71 years of age and between 23 and 195 pounds. Of the reported patients, 9 were male, 10 were female, and were unknown.

Manufacturer narrative:
Follow-up #1: date of submission 26-apr-2018 device evaluation: in q1 2018, there were 2 instances of audio failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.